Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier follow-up images were not available for return and comparison. CT¿s returned from 11 months post-implant revealed that the endurant ii bifurcate was positioned ~5mm below the lowest left renal artery near the bottom of the remaining proximal neck. Ten (10) mm¿s below the left renal the bifurcate diameter was 25mm, and there was lack of stent graft radial apposition within the aorta which measured >30mm in diameter, and there was a resulting type ia endoleak. There appeared to be adequate distal sealing; bilaterally. The cause of the proximal type I endoleak appears most like due to an inadequate proximal seal caused by a non-existent proximal neck. It is possible that the short (5mm) remaining neck length was caused by disease progression, and it is unclear if the stent graft may have migrated since the original location of the implanted bifurcate is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51mm diameter abdominal aortic aneurysm. It was reported that the patient was presented emergently approx. 1-year post index procedure. A CT scan revealed a type ia endoleak. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.